Event description:
Patient reports their pump, serial number (B)(6), is defective. Patient states the pump is infusing faster than what she was told, for today's hizentra infusion. Patient states she infused 25ml in 30 minutes, much faster than projected rates on koru pump sheet. Patient switched tubing as well, no change. Patient did not miss a dose or have an interruption in therapy. Patient did not report an adverse event due to malfunctioning pump. The pharmacy will replace the device and the pump will not be returned. Unknown if md is aware. No further information, details, or dates provided.